Event description:
Pca epidural tubing attached to IV pump. Assistant director of the pacu is familiar with the epidural and IV pca medication tubing problem as she had similar problems in the last hospital she worked at. On the tubing for administering the epidural and IV pca medications, the end that connects to the catheter is very similar. They both have identical male luer lock connectors which easily fit into the connector on the epidural or IV pca catheter. The epidural tubing has two yellow stripes running down its length. The IV pca tubing is clear. If you rotate the epidural tubing, there are positions where the yellow strips disappear and the tubing looks clear. The mid portion of the two tubings is different, but some times this section is hidden by the bedding or position of the patient. Given the consequences of a patient receiving a large IV bolus of bupivicaine (potentially lethal cardiac arrhythmia) and the fact that this problem has already occurred with two patients, we are considering implementing a time out policy to verify that we are giving the correct medication via the correct route when epidural or IV pca pain medications are being set up.